Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3. Other company¿s devices were used during this study: ensite velocity (st. Jude medical), ablation catheter (st. Jude medical). (B)(6). Evaluation, methods : no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 1 patient from known heart disease (kdh) group underwent radiofrequency catheter ablation using 4 mm irrigated ablation catheter and expired from an electro-mechanical dissociative (emd) arrest. The death occurred > 30 days after af ablation procedure. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure underlying patient's condition. Title: ¿the impact of known heart disease on long-term outcomes of catheter ablation in patients with atrial fibrillation and left ventricular systolic dysfunction: a multicenter international study¿ the purpose of this study was to evaluate the impact of cardiomyopathy etiology on long-term outcomes post-catheter ablation. . The study was conducted from 2002-2014. Suspected device is 4 mm irrigated catheter, however catalog and lot number are unknown. Bwi takes conservative approach to open this complaint under ablation catheter ez steer navigational 4mm irrigated catheter.